Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep replaced the hard drive. The system functions as intended.

Event description:
It was reported that the 9800 system lost patient images after a case. No patient injury was reported.